Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional armada 3.0 x 40 referenced in describe event or problem is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that two 3.0 x 40 mm armada 18 balloon catheters failed to pressurize under initial inflation (ruptured). The procedure was successfully complete with a non-abbott device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of embolism and thrombosis, as listed in the armada 18 instructions for use are known patient effects. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported loose connection; however the inflation difficulty appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report additional information was received stating: the procedure was to treat a lesion in the tibio-peroneal trunk and anterior tibial artery. The balloon did not hold pressure and there was possibly a connection issue with the non-abbott indeflator. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed report additional information was received stating: the balloon thrombus was visualized on the completion images after use of one of the armada balloons. The thrombus had embolized into the at and tp trunk. An attempt to aspirate was made and the thrombus was managed conservatively with heparin. The patient spent the night in the hospital. No additional information was provided.